Manufacturer narrative:
(B)(4). Catalog: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no device returned to assist the investigation. Unable to determine the exact root cause based on the limited information "deployment was not working. They deployed in sheath as button was sticking." Unknown if the physician used the fem or the jug introducer. However, most likely the physician had difficulties with the release mechanism, most likely with the jug introducer, causing him to retract the filter into the sheath after the filter did not release the grasping hook when he pushed the release button. Then all the struggle with the system caused the deployment of the filter inside the sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: deployment was not working. They deployed in sheath as button was sticking. Patient outcome: unknown as information was not provided.